Event description:
Event description guidant received information that the patient developed a hematoma after this pacemaker was implanted 2 months ago. The implant site is currently eroded and draining fluid. The patient came in for a revision.